Manufacturer narrative:
The pump was programmed with the correct time and date. The pump was monitored, and several boluses were programmed and delivered properly. The pump delivered and recorded properly all basal profiles and bolus deliveries. No basal or bolus history anomalies were noted. The pump gave an error alarm after the battery change due to a voltage leak on the interface board. The pump was received with a partially broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer has to reset the time and date every time she changes the battery. Customer's blood glucose levels at the time 7.5 mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.